Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. Patient information was requested.

Event description:
The customer reported that the ventilator will not start. The customer reported that the unit was in use on patient, but there was no patient harm reported.

Manufacturer narrative:
The field service engineer (fse) replaced the motor controller (mc) board to address the reported problem. Failure analysis on the returned motor controller board shows that the motor controller (mc) pcba was tested and no failures were identified. Patient information was not provided.